Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was turn off. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the battery was replaced every other week and skip the low battery. Customer declined to troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. Insulin pump received with normal operating current. Insulin pump passed self test. Pump passed off no power test. No unexpected low battery alarm anomalies noted.(B)(4).